Event description:
It was reported that the implant (tsvt6b10) fractured and that the patient had bone loss.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). A tapered screw-vent implant (tsvt6b10) was returned for investigation. Visual inspection of the as returned product identified significant damage, likely from the removal process, surrounding the external threads and the body of the implant. The collar was found to be fractured and the internal hex was damaged as well. As a consequence of the fracture, accurate measurement analysis and functional testing could not be conducted. The implant was located at tooth #30 and was implanted in the patient's mouth for approximately 6 years. No pictures or x-ray images were provided for the reported events (fracture, bone loss). A device history review was performed and no related nonconformances were noted. Also, a complaint history search was performed using our complaint handling system and there were no additional related complaints for this product lot. Appropriate documentation was reviewed and the following information was identified: documents reviewed: instructions for use for tapered screw-vent®, advent® and trabecular metal¿ implants - 4869 rev 7-01/16 information identified: contraindications, warnings, precautions, breakage per the applicable IFU, under section contraindications, severe bruxism, clenching, and overloading, may cause bone loss, screw loosening, component fracture, and/or implant failure. Complainant reported implant fracture and bone loss. The reported complaint of implant fracture was confirmed as the implant was fractured at the collar. However, the reported event of bone loss could not be verified without x-ray evidence. A definitive root cause for this complaint could not be determined.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Patient's weight unknown/ not provided. Additional 510(k) number k101880. Product not returned to manufacturer.

Event description:
It was reported that the implant (tsvt6b10) fractured.